Event description:
A hta pro cerva procedure set unit was used during a hysteroscopy procedure. According to the complainant, the procedure was completed successfully with no apparent complications. Post procedure, a short time afterwards the patient had some type of reaction that caused her to keep passing out for approximately six hours. After that time, she recovered and was fine. Follow up information received on october 21, 2009, confirms that the patient had no allergies or a history of fainting. Smelling salts were used to help the patient recover. The procedure was completed with this device and there were no further patient complications.

Manufacturer narrative:
The lot number is not known, therefore, device manufacturing and expiration date are not known. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.